Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room following a few days of syncopal episodes. During the interrogation when threshold measurements were being evaluated, the patient experienced syncope again. Review of the data found that the lead safety switch (lss) had triggered the day prior to the syncope due to high out of range impedance measurements of greater than 2500 ohms for the pacemaker and right ventricular (rv) lead. It was also noted that threshold measurements were high at 2.4 volts, however the output was set at 4.3 volts. A revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. No additional adverse patient effects were reported.